Event description:
It was reported that during a double valve replacement procedure, this 19 mm aortic valve was implanted in a pt that had a heavily calcified annulus. Postoperatively, the pt immediately demonstrated severe aortic regurgitation and reoperation was performed. At reoperation, the surgeon stated that one leaflet was dislodged. A smaller, 17mm valve was then implanted and the pt was reported to be in stable condition.